Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported the system passed registration, but while navigating, the further into the anatomy the surgeon went, the system seemed inaccurate. Technical services (ts) suggested re-registering the patient to include the top of the ears and top of the head. After re-registering, the system was accurate, and the procedure was completed as planned. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.